Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter during a sleeve gastrectomy the needle fell out of the device on two separate reloads. The needle still attached to suture and was retrieved with graspers. To correct the condition new reloads were pulled and the procedure was finished with the same handle.